Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for evaluation. The stent had detached from the balloon and was returned for evaluation with the device. The stent protector was not returned for evaluation. The entire length of the stent was damaged with the stent struts stretched, deformed and distorted. The maximum crimped stent profile was measured. The product stent protector was not returned for evaluation with the device, however the specified inside diameter of the stent protector would determine that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force. The crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bumper tip of the device showed no signs of damage. No other issues were identified during the product evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 3.50x20mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. During preparation, when the nurse opened the package and attempted to remove the plastic tube that protects the stent, the stent remained in the plastic tube and eventually dislodged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgment occurred. A 3.50x20mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. During preparation, when the nurse opened the package and attempted to remove the plastic tube that protects the stent, the stent remained in the plastic tube and eventually dislodged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).